Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Based on the information provided, a combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. No product returned.

Event description:
After insertion system anatomy was attempted, crossing the native valve but the physician found excessive resistance, it was impossible to cross it, so the decision to put out the entire system, including the guide that was trapped in the catheter valve. In an inspection outside the patient, it was confirmed that the safari guide was stuck in the lumen of the lotus system, despite of the attempts to remove the guide, it was impossible. It was necessary to use a new safari guide and a new lotus valve. The valve was implanted successfully.

Manufacturer narrative:
The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. One unknown safari guidewire was returned for analysis. As received, the specimen consisted of one each clinically used, damaged, partial unidentified safari device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen was cut into at least 3 pieces consisting of a detached coil segment stretched to approximately 123.5cm and proximal 173.8cm; the remaining material is missing and not accounted for in the complaint documentation. The specimen remnant presented several bends of varying severity and frequency, in addition to coil damage including offsets, overlapping, stretched and pinched coil wraps resulting in localized oversized diameter. The specimen also presented ptfe coating damage in the form of scrapes and coating removal. Although the cuts were not indicated in the supporting documentation, it is likely that the cuts were incurred during the removal of the specimen wire from the lotus device. Beyond that, it is not possible to determine what damage was incurred during the clinical event and which was incurred during removal of the wire from the lotus system. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.